Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was not delivering from infusion sets from one box. When customer changed to infusion sets from another box, the issue was resolved. Customer reported that he did not receive a no delivery alarm. Customer did receive a failed battery test alarm. Customer's blood glucose was between 500 mg/dl and 600 mg/dl. Customer was advised to change to new battery in order to resolve alarm. Customer declined troubleshooting for high blood glucose.